Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" was confirmed during the archive data review and functional testing. The root cause of the system error was the defective processor board, likely due to the aging of the device. The autopulse platform was manufactured in october 2008 and is over 13 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. The archive data review showed system error, user advisory (ua) 136 (internal parameter corrupted); thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. Technical investigation revealed that the defective processor board was the root cause of the system, error. The defective processor board was replaced to remedy the fault. During further visual and functional testing, it was noted that the encoder driveshaft was stiff and could not rotate smoothly, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number 30413. Per zoll medical safety assessment, according to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (s/n (B)(4)) was used in an attempt to resuscitate an elderly male patient who was in hypothermic arrest with a core body temperature of 22°c. The ambulance crew performed CPR for about 1 hour and 30 minutes before arrival at the accident and emergency (a&e) department of the hospital. The crew attempted to warm the patient while a further 3 hours of automated CPR was delivered using the autopulse. During this time, three autopulse li-ion batteries were used until discharged. The crew reported that the autopulse platform displayed "system error, out of service, revert to manual CPR" during the call. Manual CPR was continued but return of spontaneous circulation (rosc) was not achieved. No further information was provided. The customer stated that it is unknown if the patient's death was related to the autopulse system.

Event description:
The autopulse platform (s/n (B)(6)) was used in an attempt to resuscitate an elderly male patient who was in cardiac arrest with severe stage IV hypothermia having a core body temperature of 22°c. The ICU consultant reported that the following methods were used to warm the patient with no success: warming blanket, warm IV fluids, warm fluids administered via a nasogastric (ng) tube for 10 minutes and then replacing, and warm fluids administered via a catheter into the bladder and replacing every 10 minutes. The cardiac arrest was not witnessed, and the patient was found on the ground of a nursing home. It is unknown how long the patient had been in cardiac arrest before the arrival of the ambulance. The nursing home staff provided bystander CPR for approximately 7 minutes. The ambulance crew performed CPR for about 1 hour and 30 minutes before arrival at the accident and emergency (a&e) department of the hospital. The crew attempted to warm the patient while a further 3 hours of automated CPR was delivered using the autopulse. During this time, three autopulse li-ion batteries were used until discharged. The crew had no more fully charged batteries to continue with the resuscitation. The crew reported that the autopulse platform then displayed "system error, out of service, revert to manual CPR". Manual CPR was continued for one additional hour until the ambulance crew received an alternative device to continue automated compressions. Return of spontaneous circulation (rosc) was not achieved, and the patient was later pronounced dead in the emergency department. The customer stated that it is unknown if the patient's death was related to the autopulse system. Zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the additional information received from the customer.